Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files, which revealed normal power consumption on the event date. Although the cause of the reportedly consistently high power on the pump, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files, which revealed normal power consumption on the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although there is no conclusive cause of the reported consistently high powers as evidenced by non-definitive CT and echo results, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer log file analysis review date: 09/03/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 2 low flow alarms logged twice on (B)(6) 2015. 98 high watt alarms logged since (B)(6) 2015. An increase in power consumption and estimated vad flow was observed beginning on (B)(6) 2015. Manufacturer log file analysis review date: 09/07/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: 2 low flow alarms logged twice on (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from site that patients "ldh levels continues to stay elevated" since pump exchange although "his power are not elevated". Site "considering persantine". It was stated that the "patient is fine". No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Unchecked "user facility". Additional info received: {on (B)(6) 2015 patient arrived to emergency room with high watt alarms and was symptomatic with heart failure symptoms (shortness of breath, cyanosis, and moderate edema). Surgeon suspected pump thrombus as powers were consistently elevated.} heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.